Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) confirmed through fiber optic test. Replaced fiber optic module to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. A getinge field service engineer (fse) confirmed through fiber optic test. Replaced fiber optic module to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part fiber optic assy. With a reported unit failure of fiber optic module failure. The failure analysis and testing dept. Performed a visual inspection and found the fiber optic assy. To have a damaged (crushed) black wire. The fat performed the fiber optic test in diagnostics to verify if the module would fail. The module failed the fiber optic test with an error code of fos ccd array error. The probable cause of this error code is the damaged wire. The probable cause of this fiber optic module failure is the damaged wire. The fat dept. Replicated the complaint of fiber optic module failure. Retaining the assy. In the fat per procedure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic module failure.